Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer called in regards to high blood glucose and their diabetic ketoacidosis condition. Customer's blood glucose at the time of the incident was 410mg/dl. Customer was hospitalized as a result of high blood glucose levels and their doctor believes it is the because of the insulin pump. Customer advised one day they woke up and the insulin pump had a blank display and had to be rushed to the emergency room because of the diabetic ketoacidosis. Troubleshooting was performed for the high blood glucose and the cosmetic damage on the insulin pump. Customer advised the insulin pump has a small crack on the front display window. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.